Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away due to an unknown cause. It was not reported whether the patient was hospitalized prior to death. It was unknown if dianeal and extraneal therapies were ongoing until the time of death. It was not reported whether an autopsy was performed. No further information was provided. Additional information was requested but is not available

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.